Manufacturer narrative:
The impella device has not been returned by the customer and therefore, evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 82-year-old female undergoing left main coronary artery surgery was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia in the impella leg during support. It was documented that the patient had notable stenosis and tortuosity in both femoral and iliac systems prior to impella implant. Due to the noted condition, the decision was made to explant the pump after the patient's scheduled left main intervention was completed.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the limb ischemia. The cause of the limb ischemia issue was patient condition due to notable stenosis and tortuosity in both femoral and iliac arteries. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿